Event description:
On (B)(6) 2012, it was reported that during a surgery to treat chiari malformation a dura-guard patch was implanted. The surgery went well, the patient did not experience any adverse events, was released from the hospital and reported to be doing fine. Per the facility's procedure, a piece of the dura-guard patch was sent for culture at the time of implantation. Seven (7) days post-implant the culture came back positive for mold. However having been discharged, the patient was reported to be in good condition. On (B)(6) 2012, synovis learned that the patient returned to the hospital (date unspecified) and had the dura-guard patch explanted (reason for explant unspecified). After multiple attempts by synovis to obtain additional information, the hospital's attorney declined to provide any further information.

Manufacturer narrative:
No product was returned for evaluation. The device history record was reviewed. According to the device history record, the device met specification at the time of manufacture. Facility records were reviewed surrounding the manufacturing date. Full re-cleaning and sanitization took place following any facility maintenance or upgrades. Personnel records were reviewed and all operator training and certification records were verified to be current. A review of the sterility test records for this lot of dura-guard showed no microbial growth. With the limited data available to synovis from the hospital, no further investigation can be performed. However, based on the results of the synovis investigation, there is no reason to attribute the explant event to the dura-guard patch.